Event description:
Complainant alleged that while monitoring a 79-year-old, male patient the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation following the customer's report that the ECG would not print, the display froze, and the screen went blank. The device was extensively tested, including under vibration, but the customer report could not be duplicated. Device logs were unavailable as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.